Event description:
Caller states that device read 3.2 inr while a second device read 6.7 inr. A lab drawn for comparison returned as 3.2 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Strip lot used with second device: 381a, 2/29/08.